Event description:
(B)(4). After my second child was born at (B)(6), I had serious bleeding issues that continued for 9 months. My obgyn did an ablation, which I should never have had because I had ra, which had been in remission since 1997. My doctor was supposed to do a tubal when my son was born, but she had trouble finding my ovaries due to a build up of scar tissue from the birth of my daughter 5 years earlier. That was the reason I had the ablation first, which did not stop the bleeding. The next step would have been a hysterectomy, but instead of that, my doctor pushed me to have essure placed. I was given a two page pamphlet to read, which was all positive. I was not asked any questions, such as if I was allergic to nickle, which I am extremely allergic to! I was not told that the inserts were made of pet fibers or nickle! Essure was placed in 2008, 9 months after the birth of my son. Afterwards, I developed severe stomach pain, ibs, gerd, migraines, fatigue, hot flashes, lethargy, and a general feeling of not being well, and I tasted metal in my mouth. I still have all of these symptoms today. By 2010, my spine began to degenerate rapidly, and my doctors had no explanation. I developed even more symptoms such as severe anxiety, moods swings, hair loss, angry outbursts, depression, insomnia, neuropathy in my arms and legs, muscle weakness, the inability to walk, stand, or sit for even a short length of time, and abdominal and chest wall pain. I was hospitalized in early 2010 with severe chest pains, and had surgery to remove my gallbladder. Afterwards, I still had severe stomach pain. I had my second surgery in 2011 when I had a fusion in my neck to try to relieve the neuropathy in my arms. At that time, I had developed 10 bulging or protruding disks in my spine, and no one knew why. My spine has degenerated so severely, that I am now on disability. I taught school for 25 years, and was only two years away from retirement. Of the 10 bad disks in my back, there is one in my thoracic spine that can not be surgically repaired. I am losing the ability to walk, and am in constant pain. This past summer, june of 2014, I had a breast reduction to try to relieve some of the pressure off my thoracic spine. I developed necrotic tissue and infections three times, and had a total of 4 surgeries to try remove necrotic tissue, leaving me disfigured. Today, my ra is no longer in remission, and I will need another surgery in my neck to fuse more disks that are causing more neuropathy. My family has to try to survive on my disability income, and that of my husband, who is in law enforcement. Each day, my condition worsens. I am fearful that I have, or will develop tumors on my spine, like so many of my e-sisters, because my spinal cord is already irritated. I am too weak to do more than help make dinner, and that is a good day. I have flare ups so often, that I have only a few good days a week now. I still have severe stomach pain, my ra, and my spine hurts constantly. The only thing that helps me is a heating pad, but nothing takes away the pain, and it is debilitating. I always feel sick, and I smile and act like nothing is wrong, even though I know that I am being poisoned a little more each day. Once my inserts are taken out, I will not get well because most of my problems are now permanent. For myself and my family, that is heartbreaking!